Manufacturer narrative:
It was determined that the sub-optimal tissue processing reported by the complainant was derived from the "factory 4hr xylene standard" protocol started in retort b at 11:00am on (B)(6) 2016, which completed at 14:58pm on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort a at 13:56pm on (B)(6) 2016, which completed at 22:01pm on (B)(6) 2016. Investigation of this complaint found that a use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred at both 14:16pm on (B)(6) 2016 and 11:00am on (B)(6) 2016. A user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 14:16pm on (B)(6) 2016. However, the actual ethanol concentration in bottle 5 remained as 74.5%, because bottle 5 (ethanol) had been removed from the instrument for four (4) seconds, which is not sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the final dehydration step in four (4) protocols between 14:16pm on (B)(6) 2016 and 11:00am on (B)(6) 2016. Although not reported by the complainant, the quality of tissue processing would have been adversely impacted by the use error because the minimum final reagent concentration for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. A user also affirmed in the instrument software that the reagent concentration in bottle 12 (xylene) was to be set to default value of 100% at 11:00am on (B)(6) 2016. However, the actual xylene concentration in bottle 12 remained unchanged at 62.5%, because bottle 12 (xylene) had been removed from the instrument for three (3) seconds, which is not sufficient time to replace the reagent. The reagent in bottles 5 (ethanol) and 12 (xylene) was used for the final dehydration and clearing steps respectively in both the "factory 4hr xylene standard" protocol started in retort b at 11:00am on (B)(6) 2016 and the "factory 8hr xylene standard" protocol started in retort a at 13:56pm on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was use errors, which occurred at 14:16pm on (B)(6) 2016 and 11:00am on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottles 5 (ethanol) and 12 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that "bad processing" had occurred the preceding week. The complainant advised that tissue samples which had been processed using both a four (4) protocol and an eight (8) hour protocol were adversely impacted; a portion of the cassettes required re-processing and most cases were able to be diagnosed. On 21 december 2016, leica biosystems received information that all cases for which sub-optimal tissue processing had been identified were diagnosable.